Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the calcified and moderately tortuous left common iliac artery. The 7.0x40x75cm express vascular ld premounted stent system was advanced to the lesion and the stent was deployed. The balloon of the stent delivery system was used for post-dilatation. The pressure of the first inflation is unknown; the balloon ruptured on the second inflation at 6 atmospheres. The procedure was completed with a different device. There were no patient complications reported and the patient's condition was reported as 'good'. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)